Event description:
It was reported that bd insyte autoguard had a piece of plastic at the tip of the needle. The following information was provided by the initial reporter: yesterday, one of the asu rns, brought a 20 gauge insyte angiocath to me. She was inspecting the bevel before inserting it into the patient and noticed a plastic shred bit at the tip of the needle that was part of the end of the sheath. This fell off. As you know we had trouble a month ago with another lot of these 20 gauge angiocaths which were sequestered and removed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Manufacturer narrative:
Investigation results: the complaint of plastic material at the tip of the needle could not be confirmed due to the sample condition of the returned device. The 20g insyte autoguard IV catheter was the only item returned for investigation. The needle was not provided. A microscopic examination of the catheter tip revealed that the tip was acceptable per the visual standard. What appeared to be blood residue was observed within the catheter tubing. Due to the evidence of use, it could not be determined with certainty whether the damage would have originated during manufacturing or during use of the device. Investigation conclusion(s): the defect of ¿foreign matter¿ was not confirmed. Probable root cause(s): a root cause cannot be determined without a confirmed defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.